Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported on behalf of a physician right side rupture. The device has been explanted.